Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) inappropriately classified a tachycardia episode and twice wit hheld therapy for a specified amount of time because of the programmed wavelet criteria. Eventually shock was delivered and terminated the tachycardia. The ICD remains in use, and reprogramming/adjustments were indicated to take place. No further patient complications have been reported as a result of this event.